Event description:
It was reported that the patient's blood glucose levels rose to 389 mg/dl, while wearing the pod for 12 hours. The patient reported being unsure if the cannula was properly seated and bent in the infusion site (abdomen). The pod was leaking. The patient was in a phone call with their health care practitioner and reported the following symptoms of pain overall, sleepiness, being lethargic, nauseous, chest pain, headache and heart pain. The patient treated themselves with promethazine for the nausea, oxycodone acetaminophen as well as pain pills. In addition, the patient administered manual injections of insulin for her blood glucose levels. The patient applied a new pod. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.